Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a synthes employee. Part: 03.037.017-us. Lot: 151p630. Manufacturing site: (B)(4). Release to warehouse date: 30 june 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned sample revealed that the blade/screw guide sleeve was found stuck in the buttress/compression nut most likely the threads of the proximal section appear to be stripped causing mating issues. No others problems were found. A dimensional inspection was not performed for the blade/screw guide sleeve due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the blade/screw guide sleeve would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in sterile processing after surgery on (B)(6) 2022, the sales representative was putting the tray back together however, the buttress/compression nut would not unthread from the blade/screw sleeve. The representative immediately removed the set from circulation. Upon manufacturer investigation, it was determined that the blade/screw guide sleeve was stripped and unable to be disassembled. This report is for a blade/screw guide sleeve. This is report 2 of 2 for (B)(4).